Manufacturer narrative:
(B)(4). Concomitant products- vanguard femoral component catalogue# 183026 lot# unknown; vanguard bearing catalogue# 183522 lot# unknown; biomet tibial tray catalogue# 141221 lot# unknown; biomet patella catalogue# unknown lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07277, 0001825034-2018-07278.

Event description:
It was reported a patient underwent left primary total knee arthroplasty. Patient underwent manipulation two months later.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.